Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the battery low alarm during the battery test is unknown. To correct the condition, the battery was replaced and air sensor was calibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm during testing. No additional information is available.